Event description:
It was reported that during a stent placement procedure through the left common iliac, the stent allegedly started to deploy on its own. The device was removed off the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2024).

Event description:
It was reported that during a stent placement procedure through the left common iliac, the stent allegedly started to deploy on its own. The device was removed off the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of (B)(6) 2022. The correct g3 date is (B)(6) 2022. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The stent was partially deployed. The delivery system was properly attached to the handgrip and the slider and t luer port were completely at the distal end of the performaxx handgrip which suggest the device was not activated using the handgrip. Based on the returned sample analysis, the investigation is confirmed results for premature deployment. Device compatible accessories were used and predilation was performed. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Regarding preparation of the device the instructions for use states that "flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Attach the saline filled syringe to the two female luer ports, the first of which is located at the proximal end of the device and the second of which is found within the t-luer adapter. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. H10: d4 (expiry date: 05/2024), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.